Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the adhesive damage at the distal end is traced to expected or random component failure without any design or manufacturing issue due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope , for an annual inspection with no reported complaint. However, during the evaluation of the device, the glue around the objective lems has pinholes. In addition, there is missing glue around the light guide lens. There was no patient involvement.